Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A medical assistant reported that there was no vacuum during a cataract with intraocular lens implant surgery. Additional information has been requested.

Manufacturer narrative:
The system and the handpiece were examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 29, 2006. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was manufactured on february 19, 2015. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this handpiece. The system and the handpiece were found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively (B)(4).